Event description:
Customer reportedly obtained results of 12mg/dl and 198mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported and no treatment rec'd. No strip info provided. No quality controls were used. Requested return of suspect device and replacement was sent.